Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed and the patient will be treated in another hospital. There were no patient complications reported as a result of this event. The patient's condition was reported to be fully recovered. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully covered by the outer sheath and undeployed. The delivery system was received in position "2". Visual examination of the returned device found the sheath kinked at the distal section. The sheath was also detached from the handle and was twisted. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed; the stent was returned undeployed and the sheath was returned detached from the handle so it was not possible to deploy the stent. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, the observed failures of the twisted and detached sheath confirms the handle was incorrectly rotated. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. Most likely the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, limited the performance of the device and contributed to the stent deployment failure, sheath kinked, sheath detached and sheath twisted. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy. The stent was removed from the patient fully covered by the outer sheath. The procedure was not completed and the patient will be treated in another hospital. There were no patient complications reported as a result of this event. The patient's condition was reported to be fully recovered. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.